Event description:
During routine testing of the device at the service center, the service technician discovered the battery connector was cracked. No other details regarding the nature of the event were provided. Since this event occurred at the service center, there was no pt involvement during this event.